Event description:
Caller reported aviva blood glucose results of 185 mg/dl and 73 mg/dl within 10 minutes. Reported a second, separate comparison of blood glucose results of 106 mg/dl, 280 mg/dl, and 178 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.